Event description:
On (B)(6) 2010, a patient was scanned on the hitachi echelon MRI system. The patient's abdomen was touching the upper portion of the magnet bore with only her clothes as a separator. Near the end of the exam, the patient reported that she felt her stomach becoming warm. The technologist gave her a wet wash cloth to place under her clothing and the procedure was continued. The pt was told to press the call button if she felt any further discomfort. She did not. The technologist saw the patient's stomach after the scan but did not notice any redness, etc. The patient's doctor called the site on (B)(6) 2010 to report that the patient had a small blister at her waistline that had popped and was now infected.

Manufacturer narrative:
Echelon is a 1.5 telsa magnet. The patient was touching the "tunnel" surfaces of the magnet, so heat tests were done on those surfaces. The maximum surface temperature reading was 84 degrees f. Transmitter calibration was checked and was within specifications. The images of the patient were reviewed. No image quality problems were noted. There was no indication of a system malfunction. The site has not reported any direct contact with the patient since the exam date of (B)(6) 2010. On the (B)(6) 2010 call, her doctor stated that the patient was not complaining or upset. The doctor called to inform the site in case they wanted to have the MRI system tested.